Manufacturer narrative:
Qn#(B)(4) the device has not been returned for investigation.

Event description:
Staple jamming.

Event description:
Staple jamming.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box was manufactured on 11/08/2021 a total of (B)(4) pieces. Lot was released on 11/22/2021. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 34 staples remaining in the cover block, indicating that at least one staple was fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. However, the next staple did not form properly and needed to be manually removed. Six attempts were made, but no staple formed properly. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted; however, the staples still would not fire successfully. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The sample was returned to the manufacturing site for additional investigation. The reported complaint of "misfire/jam-staples not firing" and the misaligned staples were confirmed by the manufacturing site. No other defects or anomalies were observed with the internal components. The front two staples were removed, and the remaining staples were realigned. Following the staple removal and realignment, 11 staples were fired properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing properly. The sample was shipped to the manufacturing site for further evaluation. At the manufacturing site, the defect was confirmed as the staples would not fire properly from the device. Only after the staples were manually realigned were staples able to successfully form and fire. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.